Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f10 was identified during power on self test and review of the alarm logs. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a failure code 10 (misloaded tubing was detected). This occurred during preventive maintenance. There was no patient involvement. No additional information is available.